Event description:
During a gastrectomy procedure, one side of staple line had malformed staples. Competing product was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.